Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer clarified that the charging issues were due to improper charging techniques used by the patient. To resolve the issue the patient was instructed to lay on their back and place the charging equipment over the implant, resolving the issue. No further complications are anticipated.

Manufacturer narrative:
Estimated event date. Concomitant medical products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for movement disorders reported that one of the inss was not charging and wouldn¿t go past 50%. They thought it was the left ins, but were not sure. The patient was not getting coupling bars, and it was noted the patient is very impatient. It was noted the patient did not have a current managing healthcare professional (hcp). Hcp listings were sent to the patient. No symptoms reported. No further complications were reported.